Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The motor was tested outside of the device and passed. No motor position encoder error alarm could be verified in the alarm history. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display and reservoir windows and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 120 mg/dl. The customer stated that the she changed her infusion set and was priming the tubing when she received the motor error. The customer does not recall any significant events leading to the motor issues. Troubleshooting was initiated for the motor error alarm, and while the alarm was cleared the customer was unable to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.